Event description:
Consumer called to report hospitalization due to a needle breakoff. Believes pt received an inaccurate delivery of insulin because of this incident which caused them to be hospitalized.